Manufacturer narrative:
Device evaluation of electrode belt sn 59123967 is currently underway. The reported problem (ECG's non-functional) was confirmed. As received the electrode belt failed an ECG falloff test. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective belt. Update as of 11/11/2021: device evaluation of electrode belt sn (B)(6) has been completed. The root cause of the ECG falloff test failure was unable to be positively identified.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (ECG's non-functional) was confirmed. As received the electrode belt failed an ECG falloff test. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.